Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Mfg. Report 2 of 2. Mfg. Report 1 of 2, medwatch report # 3004209178-2011-83065.

Event description:
The customer reported being hospitalized due to high blood glucose of 500mg/dl. Troubleshooting was performed. The customer stated that the no delivery alarms were reoccurring. Assisted the customer to run a fixed prime test and the insulin exited, but the no delivery alarm occurred. No further information was provided. Had the customer to check for leaks and no leaks was found. No further information was provided.